Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred. Reportedly, the customer dropped the pump in water. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 120 mg/dl.